Event description:
The patient was at the breast center for a stereotactic biopsy procedure. Routine daily set-up and calibration were performed. Patient was placed in the prone position and routine scout and stereotactic views were obtained. Skin was prepped and radiologist notified. Radiologist set target, local was given at the target site and pre and post views were obtained. Sample mode was set to obtain tissue samples when cable and probe error appeared. Technologist attempted to resolve problem to no avail. Technical support was called and error could not be resolved. The patient was cancelled and rescheduled for a later date. Holster and cables were sent for evaluation and repair. Probes were sent for evaluation and replacement.